Manufacturer narrative:
H3 other text : device not retuned to manufacturer.

Event description:
The manufacturer received information regarding a dreamstation CPAP device. The device was returned to a third party service center. During visual inspection of the device, foam particles were observed within the device. An error code (error code 20) was present. The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.